Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional reported with a description of faulty cartridge. There are two medical device reports associated with this complaint. This report is 1 of 2. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. The provided photos showed the back of the cartridge pouch and the cartridge. The pouch had obvious creases, which indicates the pouch was folded and/or pressure applied. The cartridge was shown from the side being held with an ungloved hand. The tip can be observed to be bent down. Product history records were reviewed and documentation indicated the product met release criteria. The product was not returned. The root cause for the pictured damage cannot be determined. The photo showed the back of the cartridge pouch. The pouch had obvious creases, which indicates the pouch was folded and/or pressure applied. The cartridge was shown from the side being held with an ungloved hand. The tip can be observed to be bent down. Procedures and processes exist within the manufacturing environment that focus on protection of the cartridge tip. All company cartridges are 100 percentage inspected for cosmetic attributes and the damage exhibited in the photo would not have met company's release criteria. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).